Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 354 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer was still in the hospital. Customer was wearing the pump at time of hospitalization and was instructed to remove the pump for one day. Customer was advised to monitor the pump and call back when she is discharged fi she wants to run the high pressure test.